Event description:
It was reported by service report that the foot-end got stuck in high height position, and would not lower. There was pt involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result: damaged lift power coil cable.